Event description:
It was initially reported that during a procedure to treat three 2cm fibroids per physician preliminary report, the physician tried to access cavity with dilators, uterine sound and hysteroscope before the sonata probe device was inserted into the patient. The physician removed the sonata iusp probe and retried with the hysteroscope, dilators and uterine sound. She tried again with sonata without success, so she repeated the previous steps. On her third attempt using the sonata iusp probe the physician pointed out that there was a fibroid that may have prevented access to the cavity. Clinical specialist (cs) and physician could not achieve the expected imaging and at one point when imaging did not appear to show typical anatomic image, cs asked whether physician had gotten the iusp probe in, the physician indicated that she thought that she had perforated. She promptly removed the sonata device and confirmed with the hysteroscope that a perforation had occurred. The procedure was aborted without treatment or deploying introducer/needle electrodes. No additional treatment was necessary to treat the patient; the patient was discharged from the hospital. There has been no reported additional symptoms resulting from the this incident. The patient was hemodynamically stable throughout the procedure. Per the information initially reported, the perforation occurred prior to the iusp-probe been inserted into the patient; physician used dilators, uterine sound and hysteroscope prior to inserting the iusp probe the dilators measure 27fr larger than the iusp probe diameter. There was no sonata system iusp probe device malfunctioned.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.